Event description:
The customer received a blood glucose reading of approximately 500 mg/dl on the contour. He experienced hyperglycemic symptoms of dizziness. He went to the hospital, was retested with a different meter and the reading was 394 mg/dl. He was given metformin. Further information regarding the incident was not provided. The test strips were expired so were not expected to be returned for evaluation. New meter was sent to the customer.